Event description:
It was reported that the right ventricular lead was capped due to increased threshold, low impedance, and oversensing. No patient complications have been reported as a result of this event.